Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00gjz, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative finally met with the patient on (B)(6) 2015 and they made some adjustments to all programs. The patient was no longer feeling any zapping. The manufacturer representative would see the hcp tomorrow to follow-up with them on possible revision dates.

Event description:
Additional information received reported that the manufacturer representative was meeting with the patient next week and would follow-up after the programming session.

Event description:
Additional information received reported that the patient had cancelled 2 appointments with the manufacturer representative in the past 3 weeks. The implantable neurostimulator (ins) was no longer zapping the patient as they turned it off until they could meet. No serious injury had occurred. The health care provider (hcp) and the manufacturer representative agreed that at revision would be needed once the patient followed through with making their appointment.

Event description:
It was reported that the patient was trying to get in touch with a manufacturer representative and was trying to meet up with them. The patient was supposed to meet up with the manufacturer representative 5 days ago but the patient couldn¿t make it. The patient lost their phone number and the manufacturer representative was supposed to run diagnostics on their machine because it wasn¿t working. For a while there the machine would zap the patient and it had been a couple of months. The patient was not sure if they were having issues with their patient programmer or implantable neurostimulator (ins). The patient talked to their manufacturer representative about the issue a couple of months ago. It was further reported that the manufacturer representative just spoke with the patient about an hour ago and the patient had missed their last 3 appointments. The patient said everything was working well with the therapy until the patient lost 50 lbs. And then gained all the weight back again. The device was flip-flopping in the pocket and the patient felt a burning sensation at the incision site. The manufacturer representative had not seen the patient in a while or interrogated the device, but thought a revision was going to be necessary. The manufacturer representative would contact the patient again on (B)(6) 2015 to schedule another appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.